Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that after an iol was implanted during surgery, the tip part of trailing haptic was found cut. The surgery was completed without product replacement. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis; the reported complaint was not observed. A video was also returned; the reported complaint was observed on the returned video. Video shows iol implantation. The device preparations are not provided in the video. When iol comes in the picture, the iol is advanced at the pause location. Iol appears to be in an acceptable position for the advancement. As the iol moves from the pause location through the nozzle tip the trailing haptic tip is observed to be broken/torn/missing. The root cause is deemed to be manufacturing related. The product did not meet specifications. The trailing haptic tip is observed to be broken/torn/missing on the returned video. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).